Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle protruded from the distal end of the tube of the insertion portion. The tube of the insertion portion was bent. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the frictional resistance between the tube and the needle tube increased due to the bending of the tube, and then the needle could not be retracted into the tube. Also, the bending of the tube occurred due to applying bending load to the tube when the device was inserted into the endoscope, it was taken out from the sterile bag, or pre-use inspection was performed. The instruction manual of the device has already warned as follows; insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid.

Event description:
During a colonoscopic polypectomy, the subject device was used. The user could not retract the needle into the tube of the device. The intended procedure was completed. There was no patient injury reported. This is the report regarding the failure of retracting the needle.